Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as incorrect setup or adjustment of the flow-control knob or tubing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-dec-2025, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge did not work properly. The knob that makes the blood flow, would not drain. This was discovered during the case with no patient harm.